Event description:
It was reported the colonovideoscope exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the nozzle clogged with fibrous foreign material was identified during the device evaluation three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.